Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced detachment of device or device component, patient device interaction problem and deployment issue. This report was received from one source. The malfunction involved a patient with no known impact to the patient. The 29 year old male patient weight was not provided.

Manufacturer narrative:
As the lot number for the device was provided, a lot history review will be performed. The sample was not returned to the manufacturer for evaluation; however, medical records were provided for review. The company is still investigating the issue at this time. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot number was provided for the reported malfunction; therefore, a lot history review was performed. The device was not returned for evaluation, however medical records were provided and reviewed. Therefore, the investigation is confirmed for detachment, perforation and partial deployment. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced detachment of device or device component, patient device interaction problem and deployment issue. This report was received from one source. The malfunction involved a patient with no known impact to the patient. The 29 year old male patient weight was not provided.

Manufacturer narrative:
For the reported complaint, the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced detachment of device or device component, and patient device interaction problem. This report was received from a single source. This event did involve patient with no reported patient injury. The patients age, weight and gender were not provided.